Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Initial reporter phone#: (B)(6).

Event description:
It was reported that while using bd facslyric¿ leakage of biohazard coming from the instrument was detected. The following information was provided by the initial reporter: "was the leak liquid or air? Liquid; was the leak contained within the instrument? Not contained; was there spray of liquid? No; what was the fluid that leaked? Biohazard; did biohazard leak before or after waste line? Before waste line; was the waste mixed with decontamination/bleach? No; was the customer/bd personnel in contact with the fluid? No. Sample port drips from time to time, sitflush pinch valve replaced, flowcell cleaned and rinsed."

Manufacturer narrative:
H.6. Investigation: ¿ scope of issue: the scope of issue is only limited to facslyric 3l10c instrument, part # 659180, serial # (B)(6). ¿ problem statement: customer reported complaint of a leakage of biohazard not contained within the instrument. ¿ manufacturing defect trend: there are 0 qns (quality notifications) related to the reported issue. Date range from 05apr2021 to date 05apr2022. ¿ complaint trend: there are 14 complaints related to the leakage of biohazard not contained within the instrument. Date range from 05apr2021 to date 05apr2022. ¿ manufacturing device history record (DHR) review: DHR part #659180 serial # (B)(6), file # 659180-659180-r659180000508-106520562-19, was reviewed. The instrument met all the manufacturing specifications prior to release. ¿ investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the biohazard leak was due to a worn pinch valve. The customer initially reported that the compensation of the instrument had failed and there was a fluidic leakage outside of the instrument. Upon arrival, the fse (field service engineer) confirmed that the sit was dripping, and determined that the pinch valve needed to be replaced. After cleaning the flowcell and replacing the pinch valve (pn 336504), the instrument was no longer leaking. The compensation was still failing on the customer¿s end, so the fse configured the lw/lnw settings with flow support and afterwards the instrument was functioning as expected. No parts were requested for evaluation as the replaced part isn¿t returnable and was discarded. Although a leakage of waste material poses a hazard of contamination upon contact, the customer confirmed that they were not harmed in any way. Additionally, the leakage was not under pressure and thus did not increase the risk of exposure. This instrument was not being used for clinical tests at the time of the incident and thus did not have any impact on any patients. Proper daily and monthly cleaning and maintenance can help in maintaining an optimal system, and can be found in the bd facslyric¿ clinical system instructions for use, #23-19938-02 rev. 1/vers. A. The safety risk of this hazard has been identified to be within the acceptable level. ¿ service max review: review of related work order #: 02401606, case # (B)(4). Install date: 10feb2020. Defective part number: 336504 - two way pinch valve assembly nc work order notes: o subject / reported: compensation failed. O problem description: compensation failed, sit drips from time to time. O work performed: sample port drips from time to time, sitflush pinch valve replaced, flowcell cleaned and rinsed. The drip could be eliminated, the customer advised to watch it. Compensation carried out by customer -> failed. Configured in collaboration with flowsupport lw/lnw settings as well as additional colorants. Lw/lnw settings recreated, faced with customer reference setting. -> everything is fine again. Abort count test performed and passed. The device is without defects and works within the specified specifications! O cause: pinch valve defective, reference settings failed. O solution: pinch valve defective, lw/lnw generated again. ¿ returned sample evaluation: a return sample was not requested because the parts that were replaced are not returnable and discarded. ¿ risk analysis: risk management file part # 10000063058ra, rev. 07/vers. Aa, bd facslyric system risk analysis was reviewed. No new hazards have been identified and the current mitigations are sufficient. Hazard(s) identified? Yes or no? O azure ID: (B)(4). O ID: libivd-ra-61 2.1.6. O reg status: ivd; ruo. O hazard: exposure to biological sample. O cause: back drip from injection port (sit). O harmful effects: harm to operator. (Exposure to stained sample). O risk control: - sit design to capture back drips. - provide instruction for universal precautions. O req link (azure ID): (B)(4) libivd-did-262 sample preservation during pause. O implementation verification: - lsvn-1008-dp sit backflow control. - libivd-se-15-51ir. O effectiveness verification: - lsvn-1008-dr. - libivd-se-15-51ir. O probability: 1. O severity: 3. O risk index: 3. O residual risk evaluation: a. O new hazards: none. Mitigation(s) sufficient: yes or no? ¿ root cause: based on the investigation results the root cause of the waste leakage not contained within the instrument was due to a worn pinch valve. ¿ conclusion: based on the investigation results the root cause of the waste leakage not contained within the instrument was due to a worn pinch valve. The fse confirmed the issue and replaced the pinch valve. They then cleaned the flowcell and the instrument was no longer dripping. The compensation test carried out by the customer was still failing, so they collaborated with flow support to configure the lw/lnw settings. After the repairs the instrument was functioning as expected. No one was harmed or injured, and no medical diagnosis was performed due to the leakage. The safety risk of this hazard has been identified to be within the acceptable level.

Event description:
It was reported that while using bd facslyric¿ leakage of biohazard coming from the instrument was detected. The following information was provided by the initial reporter: "1- was the leak liquid or air? Liquid. 2- was the leak contained within the instrument? Not contained. 3- was there spray of liquid? No. 4- what was the fluid that leaked? Biohazard. 5- did biohazard leak before or after waste line? Before waste line. 6- was the waste mixed with decontamination/bleach? No. 7- was the customer/bd personnel in contact with the fluid? No. Sample port drips from time to time, sitflush pinch valve replaced, flowcell cleaned and rinsed."